Event description:
Emt's attended to a pt in cardiac arrest. Allegedly when the defibrillator was turned on, it spontaneously shut off. A second battery was then used and the unit was charged. Reportedly the unit reached charge then shut off again before defibrillation therapy could be delivered to the pt. Another defibrillator at the scene was then immediately used to deliver defibrillation therapy to the pt. The pt was not converted. Paramedics then arrived and pt was transported to the hosp. The pt was not resuscitated.